Event description:
A physician reported that a patient experienced a corneal abrasion initial/corneal ulcer while using renu with moistureloc multi-purpose solution. The patient was initially seen by another practioner in 2005 who prescribed vigamox at a frequency of every hour. Follow-up took place on the 2nd say at which point the patient was then referred to the reporting physician. An isolate of the corneal abrasion/corneal ulcer was obtained which was positive for fusarium. The patient was subsequently prescribed natacyn, vfend solution for eye and tablets and amphotericin. The patient's outcome included central corneal scar requiring a corneal graft (pending).